Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported via phone call high blood glucose, hospitalization and no delivery alarm. Customer's blood glucose level was over 400 mg/dl. Customer's husband advised the patient went to the emergency room as a result of high blood glucose a day before thanksgiving day. Troubleshooting for no delivery was performed. Customer's husband advised they have done troubleshooting for the no delivery alarm in the past and they continue to recur. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test.no excessive no delivery alarm noted.no cosmetic damage noted.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.